Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an unintended insulin bolus without the patient programming it. The infusion device delivered 8 units of bolus on (B)(6) 2022 or (B)(6) 2022 at 4:00 a.m. The patient reported that she didn't administer this bolus. On one occasion, the patient experienced hypoglycemia and she self-treated with carbs.